Event description:
The vascular graft was implanted in the groin and connected to a previous graft with 5-0 suture. One month later, swelling was noted in the area. Surgical revision was performed and reportedly "the surgeons found the graft torn up at the end-to-end anastomosis site, causing blood leakage."